Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were damaged, and the nose cone was damaged. It was noted that the ball bearing was disassembled and balls were missing, the cage was not available, and extension sleeve was damaged. It was further determined that the device failed pretest for temperature assessment, cutter insertion-ball bearing, lock operation-rattle, and cone verification-too large. Therefore, the reported condition was confirmed. It was determined that the assignable root cause was due to be inormal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the steel balls (bearings) of the short attachment device came out. It was not reported if there was a delay in the procedure due to the event. It was reported that a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as may 23, 2018 in the initial report. The return date has been updated as jun 27, 2018. Device evaluation: upon further evaluation, it was observed that the cutter could not be inserted, and the cone verification failed. It was further observed that the bearings were broken. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.